Event description:
The affiliate reported "the patient is male, had hematoma dissection and icp implantation on (B)(6) 2012. After the surgery 3 days, the mircosensor could not be detected, and then the surgeon took it out of the patient. Now the patient is in hospital". On (B)(6) 2012, the affiliate reported that the surgeon stopped monitoring the patient, and microsensor was not replaced with another one. No adverse consequences to the patient were verified.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial has been generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: wires broken inside catheter at the connector. No wire strain relief inside connector. Silastic tubing torn at connector. Catheter received in a small looped configuration. Multiple severe kinks along catheter body. Cosmetic lifting of sealant at sensor. No testing was possible. Mfg. Date: 3/27/12. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.